Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a side branch occlusion occurred. The patient presented due to silent ischemia. The 80% stenosed and 20mm long target lesion was located in the proximal left circumflex (lcx) with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x28mm ion stent, resulting in 0% residual stenosis. The physician observed that a side branch occlusion, greater than 2mm in diameter, was observed after the ion stent was deployed. The patient was discharged the following day on clopidogrel.